Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm which was not reproduced. Downstream occlusion alarms were confirmed through a review of the event history log. Evaluation determined assignable cause to be the shims under the downstream pusher being out of position. The downstream pusher shims were replaced.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. It was also reported there was no patient injury.